Event description:
I would like to bring in your kind notice that advantage arrest silver diamine fluoride 38% (used in dental treatment) can cause bleeding in gastrointestinal tract and occult blood in stool must be tested specifically in small children. I request and highly suggest to conduct studies/research in this regard and can save children from this serious medical side effects of silver diamine fluoride 38% specially if ingested by children during application. Prevent dental cavities and sensitivity.